Event description:
The manufacturer received information alleging a ventilator's power cord malfunctioned. There was no harm or injury reported. The sales representative went to the patient's home and confirmed there was a failure of the power cord where it connects to the ventilator causing the internal battery to be in use. The power cord was replaced by the sales representative. The device is being continuously used by the patient and will not be returning for evaluation. No other malfunctions were noted.